Manufacturer narrative:
On 05/18/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/25/2016 a medtronic representative, following-up at the site, reported no further details were provided by the surgeon, staff or the neuro coordinator (B)(6) on 06/02/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a spine lumbar fusion procedure, the surgeon alleged a navigation inaccuracy found when using a non-medtronic c-arm for a lumbar fusion procedure on (B)(6) 2016. They could not articulate a direction or magnitude of the alleged inaccuracy. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.